Manufacturer narrative:
The two monitors involved in the alleged incident were visually and functionally evaluated. The vr monitor model # 72030 (s/n (B)(4)) worked properly according to manufacturer specifications. However, the nurse call function was turned off in the device settings. The nurse call function is an option that is selectable by the customer through the device settings. The vr monitor model # 72030 (s/n (B)(4)) was found to have intermittent power when the power cord was moved. The power jack had sustained damage by user. The jack was replaced. The nurse call function was turned off in the device settings. The monitor was retested after the power jack was replaced and it worked according to manufacturer specifications. The nurse call function is an option that is selectable by the customer through the device settings. Additional information: serial# (B)(4).

Event description:
(B)(6), risk manager, indicated that a bed check monitor was in use on a patient's bed. The patient got out of bed, fell, and sustained injuries, the bed check monitor did not sound an audible alarm was not plugged into a central nurse call station at the time of incident. The facility determined that even though the monitor was plugged into the power outlet in the room it was not actually powered. It was reported that the power to the monitor would intermittently go on and off when the monitor was "shaken." Monitors were returned to be evaluated. Serial numbers (B)(4) were reported to be the involved in alleged incidents.